Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead channel, which led to a false atrial tachy response (atr) episode. No adverse patient effects were reported. This system remains in service.